Manufacturer narrative:
Updated fields - b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse confirmed problem stated by customer, pump was alarming at power up, monitor would not boot up. Fse troubleshot unit and found fault# 124 logged along with fault #58. Fse found the problem to be the drive manifold assembly and pressure transducer. To fix the issue, the fse replaced the pressure transducer and drive manifold. Fse performed transducer calibration and verified unit powered up with no issues. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed audio alarm when turned on. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.